Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the illuminator turned off and error 48238 occurred. The customer attempted to recover but the error persisted and error 297 occurred. The surgeon made the decision to continue the procedure with an external illuminator. The procedure was completed and no patient harm, adverse outcome or injury was reported. An intuitive surgical, inc. (Isi) field service engineer was dispatched to the facility and confirmed the customer reported event. The illuminator was replaced to resolve the error. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.